Event description:
During a plastic surgery procedure, the headrest of a midmark 419 exam chair gave way and the pt's head fell back. The dr's assistant had to support the pt's head to complete the procedure. There were no injuries but there was potential for serious injury and the dr was very upset.